Event description:
A dye study on (B)(6) 2015 showed that the catheter was epidural and not intrathecal. The patient had never had a good reduction in her spasticity since implant. It was suspected that the catheter was implanted epidurally at implant because they did not get good csf (cerebrospinal fluid) backflow at implant. The device system was delivering gablofen. It was later reported that the patient also had swelling at the pump. Per this reporter, the distal/spinal segment of the catheter had dislodged/migrated. The entire device system was explanted as the patient¿s family did not want the catheter to be revised.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).